Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. The customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the xenon light source error e103. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a damaged front panel. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.